Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system had a syncopal episode a week prior to visiting the clinic, and right ventricular (rv) lead loss of capture (loc) was suspected. The rv threshold measurement earlier in the week was 1.4v, however the rv threshold measurement was 2.2v in-clinic. Electrogram (egm) review revealed episodes containing oversensed noise. It was noted that the patient was pacer dependent. Chest x-rays were performed, but no cause was determined. This pacemaker system remains in service, and the patient will continue to be monitored at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker system had a syncopal episode a week prior to visiting the clinic, and right ventricular (rv) lead loss of capture (loc) was suspected. The rv threshold measurement earlier in the week was 1.4v, however the rv threshold measurement was 2.2v in-clinic. Electrogram (egm) review revealed episodes containing oversensed noise. It was noted that the patient was pacer dependent. Chest x-rays were performed, but no cause was determined. This pacemaker system remains in service, and the patient will continue to be monitored at this time. No additional adverse patient effects were reported.